Manufacturer narrative:
The needles were returned for investigation. One of the two needles was returned with a bent and broken shaft, preventing investigation. The manufacturing records of both needles were reviewed and no anomalies had been noted for these needles. The fully intact needle was subjected to resistance and hi-pot acceptance testing. The needle passed all acceptance testing and failure of the needle could not be confirmed. The needle was subjected to fast thaw testing and passed with no issues and exhibited stable electrical performance. The root cause of this event could not be determined. The risk of the needles causing muscle / nerve twitching is a known risk and is documented in galil medical's risk assessments. There was no injury to the patient in this event.

Event description:
Prior to a renal cryoablation procedure, the needles and system were tested with no issues. During the procedure, after the second freeze cycle when the physician was employing the fast thaw feature, the patient began twitching at the needle insertion site. The fast thaw was stopped and the twitching stopped. The case was completed as expected and the physician was satisfied with the size of the ice but concerned about the patient twitching.

Event description:
Prior to a renal cryoablation procedure, the needles and system were tested with no issues. During the procedure, after the second freeze cycle when the physician was employing the fast thaw feature, the patient began twitching at the needle insertion site. The fast thaw was stopped and the twitching stopped. The case was completed as expected and the physician was satisfied with the size of the ice but concerned about the patient twitching.